Event description:
It was reported that ongoing intermittent occlusion alarms occurred. During troubleshooting, an o-ring was identified on the pneumatic tap. Reportedly, the customer was using prefilled cartridges and cold insulin. Tandem customer technical support educated the customer that prefilling the cartridges and using cold insulin are off-label per the user guide. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues. Reportedly, the customer's blood glucose (bg) level was over 600 mg/dl with ketones that were identified as life threatening by a healthcare provider. The customer went to the emergency room and was subsequently admitted to the intensive care unit on (B)(6) 2025. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2026.